Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient a little child received the valve as a va shunt. The 1. Revision took place on (B)(6) 2015. As the child showed symptoms cerebral pressure indications but the medical imaging showed nothing although the clinical symptoms were clear and the valve wasn't any longer adjustable. It has the adjustment of 80mmh2o. After explantation the valve was completely black blood? Please note the physician cleaned this valve thus it is the clean one. They implanted a new micro valve which has been explanted on (B)(6) 2015. Previous the child was fallen. It showed again clinical symptoms the medical imaging was inconspicuous. Bloody liquor cannot be proven, in the MRI non indication for bloodstains or subarachnoid hemorrhage. The explanted valve was inside full with blood (this valve will send with blood inside). The physician would like to know, if the blood could flow back from the arterial catheter into the valve. Or is it really bloody liquor, which blocked the valve?

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected; biological debris was noted inside the valve. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. It was not possible to program test or pressure test the valve due to the biological debris. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3114, with lot crgb4d, conformed to the specifications when released to stock on the 2nd july 2014. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. All valves are 100% tested for back flow in-production but one can never exclude that after or during implantation debris getting in between seat of the ruby ball and ruby ball this could reduce the effectiveness of the reflux protection. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.